Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer pockets c1 and c3 were not detected on bus, though the specific drawers could not be identified. The field service engineer (fse) confirmed that there were no issues with the device upon arrival. Without additional information, further action could not be taken, and the escort had no knowledge of which drawer had been the failure point. The client agreed to monitor the system, service was restored. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, had main drawer pocked failure and device not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.